Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, the lens was mounted as indicated by the manufacturer's instructions. The lens was advanced without any problems. The surgeon injected the lens. At the time of injection, the front haptic entered normally, while the rear haptic fractured. The lens was removed by cutting it and replaced with another new lens of the same power and reference. The procedure was completed on the same day without complications. As per the surgeon, the probable cause of the event was that the lens probably got stuck in the injector. Additional information was requested and received, confirming that no treatment was prescribed. The patient's issues resolved without harm or impact.

Manufacturer narrative:
Additional information was provided in d.9., d.10., h.3., h.6. And h.11. The product was returned for analysis and damage was observed to the intraocular lens (iol). Iol returned loose on a piece of medical gauze in a sealed non-company pouched. Company cartridge also received in the pouch. Solution is dried on the iol. One haptic is broken/torn and not returned, the other haptic is marked. The optic is cracked and returned in two segments: 1/4 and 3/4 in size. Unable to conduct dimensional testing due to condition of returned sample. The used company cartridge was evaluated. Viscoelastic was observed in the cartridge. The cartridge had evidence of placement into a handpiece. No damage was observed. The used company cartridge was cleaned for further evaluation. Topcoat dye stain testing was conducted with acceptable results. A product history record review and a non-conformance review of the reported lot number was conducted. No deviations were identified and all corresponding production release specifications defined in the device master record were met. We are unable to determine the root cause for the reported complaint "rear haptic fractured, lens was removed by cutting it and replaced". The iol was returned in two segments, which is consistent with lens having been explanted. The product was subject to handling and the reported damage was highlighted post implantation. In addition to this, all iols are 100 percent cosmetically inspected as per approved manufacturing procedures and the observed lens damage/condition would not meet our current release criteria. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).